Event description:
Device did not function as expected. It was reported that "a revision was performed on a dislocating hip that had been previously revised with a zimmer cup, a biomet stem and constrained liner that was cemented into the cup. During surgery, the surgeon removed the liner and cemented in our custom insert. A new biomet 26mm head was inserted on the stem and the joint was reduced. During rom, the head easily dislocated with minimal force. Reduction and rom were performed more, then the liner was replaced with a standard 22 mm ID uh1 locking liner and successfully reduced. On the back table, the surgeon used a trial stem and head to recreate the situation and again the locking mechanism failed to engage."

Manufacturer narrative:
As part of a quality system improvement plan stryker corp conducted a 2 yr retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted (B) (4). There is 1 event associated with this event type (device did not function as expected) and product code (B) (4).